Event description:
A malfunction was reported when a specific error code appeared on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in performing the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and contact support if the issue reappeared.